Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the screen was cracked and therefore, the overlay was replaced and the stylus calibrated. (B)(4).

Event description:
It was reported that the programmer had a cracked screen and that the stylus was not responding. The programmer was returned for service. There was no patient involvement.